Event description:
The customer reported the battery did not charge, got very hot, melted and the rear case of the device had to be removed to extract the battery during preventative maintenance.

Manufacturer narrative:
(B)(4). The customer reported the battery did not charge, got very hot, melted and the rear case of the device had to be removed to extract the battery during preventative maintenance. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.